Event description:
During the treatment of an sfa occlusion, a device advanced over a wooley guidewire and positioned into the targeted zone. Upon deployment, the device began to bow. In a second attempt to deploy, the line hung up again resulting in device bowing and a partial deployment (1-2 cm expansion) of the device. The device was removed and another device was placed without further incident.

Manufacturer narrative:
Device eval is pending the return of the device. Investigation is presently in process.